Event description:
A baxter field service representative returned pump for service. Failure code 715:00 was found in the pump's event history during service. Although attempts were made to obtain additional information from the reporting facility and the baxter field service representative, details were not available regarding patient status, medical intervention, patient injury, age of patient, medication involved or the set up of the infusion device. No additional contacts were provided.